Event description:
It was reported by the customer that the intra-aortic balloon (iab) pressure tubing included in the insertion kit was obstructed, resulting in the inability to flush the line. The issue was related to a blockage in the pressure tubing within the insertion kit, not the iab catheter itself. The problem was identified at the time of insertion, and the affected tubing was replaced prior to the initiation of therapy. Following the replacement, therapy proceeded normally, and the same iab catheter remained in use for approximately four days before removal. It was mentioned no new iab inserted to continue therapy, only the blocked pressure tubing was replaced. The iab catheter was not exchanged, and therapy was continued using the same catheterthere was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.